Manufacturer narrative:
There were two instruments involved in the case. 51-7111 hook pusher lot 30629-mg01 manufacture date; 07/01/2010. 51-7111 hook pusher lot 30629-mh06 manufacture date; 08/06/2010.

Event description:
Information provided states that while trying to insert lumbar lamina hooks, surgeon stated hook kept falling off. Upon inspection both hook pushers were failing to close all the way resulting in a delay in the case. There were no adverse effects to the patient.